Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 27-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that reference three different incidences, which were associated with separate units, involving three different events. This is the first of three reports. Refer to 8030647-2018-00418 for the second event. Refer to 8030647-2018-00419 for the third event. A report was received stating the connection was very loose at the end of the flex tubing where the metered dose inhaler (mdi) adapter was being used. There was no patient injury reported. Additional information received 12-jun-2018 stated the, "patients were not injured, the circuit is not staying connected to the mdi adaptor on all the vent circuits." Additional information received 13-jun-2018 stated, "the flex tube becomes disconnected from the mdi adaptor." The user facilities ventilator set-up is vent tubing, hme, mdi, then the flex tube and ballard elbow to patient." There was no patient injury.